Event description:
The pt had emg done on her lower back and leg in 2007. The device was on during this time. She subsequently felt an uncomfortable sensation down her legs and feet even when the device was off. The device was turned off for three days until the sensation dissipated. During this time an "electric arc" was also seen on the pt's leg when she was standing on carpet. The last time the device was checked, in 2006, the pt was told the lead was fractured. The device was successfully programmed around the fracture. Recently, it was reported that the pt experienced shocking sensations starting about two years ago. There is a transformer about 75 feet from the pt's home and right above her bed there is a power cable. Further info is being requested from the hcp at this time.